Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable was loose, and the pump battery could not be charged properly without the customer maneuvering the cable. There was no reported impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.